Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A part of the grasping section was missing. There was a mark on a grasping section that came into contact with a probe tip. Part of falling off pieces at the tip of the tissue pad and the damaged pieces at the grip were sent. The tissue pad was worn and the rear end had fallen off. There was a contact mark on the probe which indicates that the probe and the grasping portion came into contact. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue was grasped at the distal end of the grasping section, and ultrasonic output was activated while the probe was in contact with the tissue pad at the rear end of the grasping section. 2) the rear end of the tissue pad was worn out. 3) a force was applied to the worn-out tissue pad, causing it to detach. 4) the output was activated while the tissue pad was worn out. Therefore, friction between the probe and the grasping section generated spark discharge. It also caused a contact mark on the probe. 5) since the output was activated while the rear end of the grasping section was in contact with the probe, a force might have applied to the grasping section as below. As a result, the grasping section broke at the contact mark. 1. Ultrasonic vibration due to ultrasonic output 2. Heat was repeatedly applied to the grasping section due to ultrasonic vibration, and the grasping section expanded and contracted. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This supplemental report is being submitted as a correction.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. Lot no. 16k supplementary information was 08. The grasping section was partially missing. The tissue pad had fallen off. There was a mark of contact with the probe on the grasping section. Dropped pieces of the tissue pad and damaged pieces of the grasping section were sent from user facility. There was a mark on the tip of the probe that came into contact with the grasping section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tip sparked and the tissue pad was scorched during the laparoscopic inguinal hernia repair procedure. There are no dropped pieces. The intended procedure was completed with another device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation the subject device, it was confirmed that pieces of the garsping section and the tissue pad fell off. After that, the following information was obtained from the user facility. The pieces of the garsping section and the tissue pad fell off into the patients body during the procedure. The pieces that have fallen off into the patients body are also sent to omsc. There was no patient injury reported.